Event description:
During a low anterior resection procedure, the device gun fired well, with 2 complete doughnuts an audible and tactile crunch, and a leak test indicated a hemostatic anantamosis. The following days there were some blood clots in pelvis and the pt had to be readmitted, where packs were used to correct the bleeding.